Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 4 atmospheres (atm) for 1 minute. However, during the second inflation at 8 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was good.